Event description:
The pt was implanted with a smooth saline mammary prosthesis. Subsequently, the pt developed a hematoma. While extracting the hematoma, the dr accidentally punctured the device. It was removed that day.